Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Event description:
Additional information was received. Device failures included delivery failure. Injuries included withdrawal, overdose, failure of therapy, pain, and surgery. It was noted that the date of injury was ¿continuous in nature.¿ a pump was implanted in 2003/2004, and explanted on (B)(6) 2010. Another pump was implanted on (B)(6) 2010, and the explant was pending. The catheter was not replaced. No further complications were reported or anticipated.